Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported experiencing significant discrepancies between the readings from her dexcom continuous glucose monitoring (cgm) device and her blood glucose (bg) meter. According to the patient, the cgm readings were more than 50 mg/dl off compared to the bg meter, although she was unable to provide the exact numerical values for either device on that date. To verify the accuracy of the cgm, the patient performed a fingerstick test. However, she could not recall the specific reading obtained from the fingerstick. Prior to seeking medical attention, the patient experienced several physical symptoms, including lightheadedness, shortness of breath, and a loss of appetite. Concerned about her condition, the patient¿s mother brought her to the emergency room (ER) on the same day. At the hospital, a bg meter reading was taken, but the patient was again unable to recall the exact values. She reiterated that the discrepancy between the cgm and the hospital¿s bg meter remained substantial, with a difference of over 50 mg/dl. The bias of the inaccuracy was not described. The glycemic state was not described. As part of her treatment, the patient received intravenous (IV) fluids. She remained in the ER for approximately seven hours before being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
This report is 2 of 2 allegations of cgm accuracy that had similar event details. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 06/04/2025, it was reported that the patient reported experiencing significant discrepancies between the readings from her dexcom continuous glucose monitoring (cgm) device and her blood glucose (bg) meter. This report is 1 of 2 allegations of cgm accuracy that had similar event details. According to the patient, the cgm readings were more than 50 mg/dl off compared to the bg meter, although she was unable to provide the exact numerical values for either device on that date. To verify the accuracy of the cgm, the patient performed a fingerstick test. However, she could not recall the specific reading obtained from the fingerstick. Prior to seeking medical attention, the patient experienced several physical symptoms, including lightheadedness, shortness of breath, and a loss of appetite. Concerned about her condition, the patient¿s mother brought her to the emergency room (ER) on the same day. At the hospital, a bg meter reading was taken, but the patient was again unable to recall the exact values. She reiterated that the discrepancy between the cgm and the hospital¿s bg meter remained substantial, with a difference of over 50 mg/dl. The bias of the inaccuracy was not described. The glycemic state was not described. As part of her treatment, the patient received intravenous (IV) fluids. She remained in the ER for approximately seven hours before being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 50 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.